Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4). The customer's report of a tear in the tubing and leakage was confirmed. Visual inspection revealed that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.1351 inches long. Visual examination under a microscope observed a crush mark to the upper blue fitment. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear was not identified.

Event description:
The customer reported that the tubing had a tear in it and normal saline was leaking during infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.